Event description:
Patient had ultrasonic liposuctions of breast tissue last year. Patient went for routine mammogram the following year, where foreign body was identified in breast tissue. Patient later returned to or for removal of foreign body. Foreign object appeared to be small plastic washer/disc from inside pathway introducer.